Event description:
It was reported that the lead sustained rib clavicle crush damage and exhibited high lead impedance.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received final analysis found the distal and proximal coils were fractured at 33.5 cm from the connector pin due to subclavicular crush. Distal and proximal insulations were also damaged.